Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon review, the pacemaker exhibited backup vvi operation after an unsuccessful firmware upgrade attempt. During the backup operation, the patient experienced diaphragmatic stimulation. The device was successfully restored. The patient was stable and will continue with normal follow-up.